Event description:
It was reported by the rep that the (1) et45b was used during a lung wedge resection procedure. It was reported that the jaw of the instrument would not open. It is unknown whether it was the original instrument or the reload because the surgeon is on vacation and cannot be reached for comment. It appears that the cartridge was not fired. The case was completed with a second stapler and there was an extended o.r. Time of 3-5 minutes.